Manufacturer narrative:
B5: new information updated. H3: could not verify not working properly. Unit presented with software v 1.5.4 via field update and no fault found. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16 codes are not applicable. Pli 20, product ID: nim4cpb1, serial/lot #: (B)(6); h3: stim board failure. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: there was not another patient interface - not sure about the console but it was sent in just in case. To complete the case, they used an entire nim and pi from another facility.

Event description:
It was reported during parathyroidectomy procedure that pi box when setting it up with the patient in the room it displayed the error message pi box fault detected. They are getting another pi box from someone else. Hard restart of the pi box- no resolution. Post software update of 1.5.4. Procedure was delayed less than one hour. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.